Event description:
It was reported that the device was inoperable. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer repair of the main pcb, however, customer declined due to cost. The customer later confirmed that the device has been taken out of service and will trade it in for a new unit. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.